Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided guidance on performing a pump reset. After following these instructions, the customer successfully started their sensor session and did not encounter the error again.